Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2014 with blood glucose of over 1000 mg/dl. Customer had symptom of feeling exhausted. Customer was hospitalized due to being in a coma. Customer was hospitalized for ten days and was on a respirator and pick line. Customer had heart and kidney failure and family was advised that customer would not live. Prior to hospitalization, customer attempted to correct blood glucose prior to going to bed and did not realize cannula was bent and insulin was not delivered. Customer was found unresponsive and was taken to the hospital via ambulance. Customer became blind as a result. Customer was wearing insulin pump at the time of hospitalization. Customer also reported of being unconscious for six hours about a couple of months prior to call.